Event description:
It was reported that there was an issue with the pixels on the pump display, and the pump was nonfunctional. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.